Event description:
It was reported that a homechoice automated pd set with cassette leaked. The customer stated that when they opened the cassette door of the homechoice, it was wet. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.